Event description:
It was reported that the attachment device was "getting hot". The reporter clarified that the alleged malfunction was observed during a temporal bone lab on cadavers. It was reported that the device was at 80,000 rotations per minute at the time of the event. It was unknown if user injuries or medical intervention were reported. No additional information was provided.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.